Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient had been experiencing headaches. These headaches had been going on since their bladder started to get infected. Patient confirmed that it was a urinary track infection (uti). Patient also had a hysterectomy that day. Patient also had kidney problems. Patient went gone into a stage 4 but was not certain what that means. Patient was on a new diet and medications.